Event description:
Pt reported observing infusion set tubing was completely disconnected from the luer lock. Pt indicated that her blood glucose level was 259 mg/dl. Pt indicated that she replaced her infusion set and administered a bolus to reduce her blood glucose level. Pt indicated that she did not require medical assistance to address this issue. Pt indicated that on another occasion her blood glucose to elevate to 600 mg/dl. Pt indicated that on this occurrence, she was in the hosp for two days and received IV insulin.